Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the air/water cylinder, grip, light guide protector, air/water tube, adhesive rubber and connecting tube. There was also dirt on the light guide lens and objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the failure foreign objects is cause traced to failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.